Event description:
Customer reportedly received results of 549 mg/dl and 525 mg/dl on the aviva system, and result of 230 mg/dl on the aviva plus system within 10 minutes. Customer states the aviva system has been stored in his car. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva plus system (lot number 490790, expiration date 06/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.